Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed several episodes of non-sustained right ventricular over-sensing episodes due to noise on the right ventricular lead. It was suspected that noise could be potentially be electromagnetic interference (emi). However, no potential sources of emi were determined when the patient was evaluated. No intervention was performed; the patient would continue to be monitored. The patient was in stable condition.